Event description:
Patient had an infection. And underwent a bilateral revision.

Manufacturer narrative:
An event, regarding infection involving a scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: the reported device was not returned, but photographs were provided for review. A review indicated, recently explanted devices covered in blood and tissue. Nothing remarkable noted. Clinician review: a review of the provided medical records by a clinical consultant stated, the following comments: conclusion/assessment: by report only/ bilateral revisions were performed, for infection. X-rays showed, stable implants. Event confirmation: the event cannot be confirmed. As no medical records were provided, that document the infection or revision. Root cause: a root cause cannot be stated, as the events cannot be confirmed. Device history review: review of the device history records. Indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events. For the lot or sterile lot referenced. Conclusion: the reported device was not returned. But photographs were provided for review. A review indicated. Recently explanted devices covered in blood and tissue. Nothing remarkable noted. The event cannot be confirmed. As no medical records were provided that document the infection or revision. Further information such as pathology repots, return of the device, pre- and post-operative x-rays, primary operative report as well as. Patient history/ and follow-up notes. Are needed to complete the investigation for determining root cause. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined. Because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had an infection and underwent a bilateral revision.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name# scorpio nrg ps femoral no 5 right ; cat# 81-4405r ; lot# mnm43d device name# series 7000 standard tibia ; cat# 7115-0004 ; lot# mnm80a it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.